Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 23oct2018. Philips fse (field service engineer) discovered the nurse call was not latching and allowing signal to work with the customer nurse call system. The contacts on the internal ¼ jack were dirty. The fse cleaned the internal 1/4" jack to resolve the issue.

Event description:
The customer reported the nurse call function is not working. The device was not in use at the time of the alleged issue. There was no patient or user harm reported. The event date was not specified; estimate used.